Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging that the ¿pump was malfunctioning and had an alarm that read ¿block¿ in french.¿ both the patient and the pump was unknown. No further information was available. Customer support has made attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow-up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product, which may lead to long term cessation of delivery.